Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually inspected, microscopically examined, and tested for leaks. No damage or abnormalities were noted, no leaks were identified in the cuff. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because he was experiencing urine leakage with this artificial urinary sphincter (aus) when coughing or lifting heavy objects. One month later, a revision surgery was performed during which the cuff was removed and replaced with a smaller one. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because he was experiencing urine leakage with this artificial urinary sphincter (aus) when coughing or lifting heavy objects. One month later, a revision surgery was performed during which the cuff was removed and replaced with a smaller one. There were no patient complications reported.